Manufacturer narrative:
Concomitant product: dvbb1d1 ICD, implanted: (B)(6) 2014; 305u227 tissue valve, 638bl30 heart band, implanted: (B)(6) 2013.

Event description:
It was reported that a lead integrity alert (lia) triggered for right ventricular (rv) lead high impedance, oversensing with sensing integrity counter (sic) and a fracture. The lead was partially capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.